Manufacturer narrative:
The manufacturers field service engineer (fse) performed external and internal visual inspection on the esprit ventilator, checked for loose wires, tubing and everything was connected. Attached patient circuit with test lung powered ventilator on with no error. The fse retrieved the diagnostic history log and no codes were found in diagnostic log indicating a failure. The fse performed a successful pvt (performance verification testing) and no problem was found and the fse was unable to duplicate the reported problem. Due to no parts returning for evaluation, the determination could not be made that the device did fail to meet specifications. The device is used for treatment. The device was in use, and there is a relationship of the device to the reported event.

Event description:
The customer reported that the patient was on the device and the pulse rate dropped and that the patient had a cardiac event. There was no alleged malfunction, but the customer requested that the device be evaluated to confirm. No patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information declined.